Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER). Technical services reviewed consult and found the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial arrhythmia. The shocks appeared to accelerate the arrhythmia and when the last shock was delivered, the arrhythmia was able to be successfully converted. Additionally, it was noted that the patient experienced syncope. At this time, the device remains in service. No additional adverse patient effects were reported.